Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as accidental touch contamination. The peritonitis manifested by cloudy pd effluent, abdominal pain, nausea and vomiting. The same day as the event onset, the patient was hospitalized and treated with cefazolin (1.5gm, intraperitoneal, every 24 hour, discontinued after 6 days), ceftazidime (1.5gm, intraperitoneal, every 24 hour, discontinued after 6 days) for peritonitis and nystatin (500,000 units, four times a day, discontinued after 21 days) for fungal prophylaxis. Six days after the event onset, the patient was treated with vancomycin (2gm, intraperitoneal based on levels) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.